Manufacturer narrative:
(B)(4). Concomitant medical products: us157250 , recap cmt fmrl hd resur 50m, 789720; 102120, repicci fmrl 54mm rm/ll, 792370; 102150, repicci tibial 37x6.5mm, 54860. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08731. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (remains implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following surgery patient developed a superficial mrsa wound infection, which was resolved approx. After 2 months of antibiotics. No additional information was made available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: us157250, recap cmt fmrl hd resur 50m, 789720, repicci fmrl 54mm rm/ll102120, 792370, 102150, repicci tibial 37x6.5mm, 054860, 902929, harpoon size 2 suture, 775000, 00111214001, palacos r 1x40 single, 62253885.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.